Event description:
It was reported, the physician was unable to place a trial lead due to the existing scoliosis. The physician attempted to place the lead for about 10 minutes and aborted the trial procedure due to the anatomy of the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.